Event description:
Customer's father reported: customer received erratic readings on her adc blood glucose meter. Caller reported customer received readings of 41 mg/dl, 148 mg/dl, 118 mg/dl and "hi" (a reading greater than 500 mg/dl), within 10 minutes. All tests were performed on the finger. The results when plotted on a parke's error grid fell into the "c" zone showing the difference in values to be clinically significant. Caller further reported customer self-treated by taking her usual diabetes medications, humalog and lantus insulins. Customer was seen at a local healthcare facility where she was diagnosed with hyperglycemia and dka (diabetic ketoacidosis). It is unknown what treatment was rendered, but customer noted she did not receive any medications not previously prescribed. The reading of "hi" is consistent with the diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information obtained after initial MDR was filed revealed a second set of erratic readings which were obtained at 8:13 am on (B)(6), 2012: 114 mg/dl and "hi" (a reading greater than 500 mg/dl) within 10 minutes. The readings when plotted on a parkes error grid fell into the "c" zone showing the difference in values is considered to be clinically significant.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1257560) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.